Event description:
It was reported that during testing conducted at the manufacturer facility, the irrigation wheel was broken. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was returned for evaluation filled with blood; further evaluation could not be completed. The device was returned to the customer unrepaired.

Event description:
It was reported that during testing conducted at the manufacturer facility, the irrigation wheel was broken. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.